Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 cc of juvéderm® ultra. Four days later, the patient reported a ¿burning, prickling sensation¿ in the injected area that the injector specified as a ¿probable vascular occlusion.¿ no other information was provided. The event is ongoing.